Event description:
In 2008, thermage was notified of an event where a patient underwent a thermage procedure. Procedure date was the previous month, and resulted in first-degree and second-degree burns on the abdomen and love handles. Some remedial epidermal treatment have been performed.

Manufacturer narrative:
The treatment tip that was used on the patient was returned for investigation. During investigation, dielectric breakdown visible on tip surface. The dielectric breakdown occured on top left to right along the edge to right bottom side. It is suspected the carbonized material found on the tip was the cause for the dielectric breakdown. Technical bulletin-11 recommends that the user examine the condition of the thermatip before the start of the procedure and then routinely during the procedure for imperfections or damage such as that seen on this tip, and to not use the tip if any such damage or imperfection is found.